Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Without the device returned for analysis a conclusive cause for the reported inflation issue and deployment issue cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was returned for analysis. A visual and functional inspection was performed on the returned device. The reported inflation problem and activation failure including expansion failures was not confirmed. The stent delivery system inflated to rated burst pressure with no anomalies noted and the stent expanded properly. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There was no report of any damage noted to the stent delivery system (sds) during inspection or preparation of the device, which suggests that a product quality issue did not contribute to the reported complaint. The investigation was unable to determine a conclusive cause for the reported inflation problem and activation failure including expansion failures. In this case, it is possible that there was an inadequate connection with the indeflator during inflation/deployment, causing the reported activation failure including expansion failures and inflation problem; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3: device available for evaluation. H6: type of investigation code 4115-removed h6: investigation findings code 114-removed.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a moderately tortuous, 90% stenosed, de novo lesion, in the left anterior descending coronary artery. The vessel was pre-dilated with a 2.5x12mm balloon at 12 and 14 atmospheres. The 2.75x23mm xience alpine stent delivery system (sds) was advanced to the target lesion without issue; however, the sds failed to inflate and the stent failed to deploy. The sds was removed and a non-abbott stent was implanted. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.